Event description:
The icy-3 catheter was placed in a pt with severe head trauma in 2009 for cooling treatment. Cooling treatment continued for fourteen days, and catheter remained in place for central venous access until about 17 days. The physician had difficulty removing the catheter, and cut the manifold under the assumption that the balloons had not deflated. Upon removal of the catheter, the medial and distal balloons detached from the catheter, and remained in the femoral vein.

Manufacturer narrative:
The returned catheter was investigated. Our inspection showed that the catheter was cut distal to the manifold. The medial and distal balloons were missing. The IFU states the maximum in-dwell time of the catheter is 4 days. The catheter was left in place for 18 days, well beyond the design intention and approved duration use. The catheter was used for cooling for the first 14 days with no issues (e.g.: leaks) reported. For the last 4 days, the catheter was left in place for central venous access. Balloon bond degradation may have occurred due to the significant length of time that the catheter remained in place beyond recommended use. Zoll circulation concludes that the incident is due to misuse of the product.